Event description:
The customer stated that he tested his blood glucose using his contour meter and an accu-chek meter. The contour read 125 mg/dl, while the accu-chek reading was around 260 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While attempting to troubleshoot the meter and get more information, the customer stated that he had to go and disconnected the call. No product will be returned.